Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the incision over the pump pocket would not heal. Reportedly, the surgeon tried three times to revise the pocket to promote healing but the incision would only heal two-thirds of the way. Ultimately the entire system, pump and catheter, were explanted. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.